Event description:
Customer reports drawer on pyxis anesthesia system failed. No pt present.

Manufacturer narrative:
MFR's initial report date: (B)(4) 2011. (B)(4). Additional data/failure investigation. Field service tech investigation discovered physical item obstruction causing drawer failure.